Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0320 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebr0320) have been reported from the same facility. Device not returned yet.

Event description:
It was reported that the device was defective and there is leakage. No reported patient injury. This file addresses device two of three.